Manufacturer narrative:
The customer believes the foot-operated switch caused the event. The manufacturer has asked the customer to send the foot-operated switch for examination. A follow-up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Before a procedure the customer started to move the column down using the infrared remote control. The patient stayed near the o.r. Table at this time. When the customer released the button on the remote control the height movement stop but the tabletop moved into reverse trendelenburg position unintentionally. The user was not able to stop this movement by using the remote control and the override panel on the column. The movement can be stopped by using the trendelenburg switch on the foot operated switch. No injury or adverse effects to the patient were reported to maquet. Manufacturer (B)(4).